Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 2982 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, miscarriage, migraine headache, anxiety, shingles, depression, cesarean section, parity 1, gravida I, pelvic inflammatory disease, abnormal uterine bleeding, abdominal bloating and pelvic pain. On (B)(6) 2008, the patient had essure inserted. On 2016, 3012 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy bilateral partial salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no discrepancy noted: removal date. As per argus (B)(6) 2016. As per mr: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: 1.right fallopian tube is a 2.4 x 0.7 x 0.7 cm. Also received is a detached 0,6 cm in length x 0.2 cm in diameter coil of gray metal. The tissue is serially sectioned and entirely submitted in two cassettes. 2. Left fallopian tube is a tubular shaped 1.6 x 1.4 x 0.3 cm. Tissue. Additionally received are two detached coiled portions of gray metal wire which range from 0.5 to 2.6 cm in length and average 0.2 cm in diameter quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received : reporters information race information patient medical history and surgical pathology reports were added. Product removal date and rcc updated,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 2982 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.